Event description:
The customer reported that an employee received an eye splash with cidex in the right eye while cleaning a scope. The employee was not wearing an eye protection. It was reported that the eye was "burning and red and the pupil was enlarged, however, there were no reports of vision problems." The eye was rinsed out with copious amounts of tap water. The employee was advised to seek medical attention, however, customer did not respond to asp's attempt in retrieve more information.